Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: to add 9099 code- erosion.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This ra lead was explanted. Additional information indicated that the patient had pocket erosion.